Manufacturer narrative:
The insulin pump passed functional testing, including the operating currents test, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery tests. The device was programmed with multiple boluses and all registered properly in the daily total history and also matched properly with the units left on the status screen noted. No bolus delivery anomaly noted. The following physical damage was noted: cracked battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
The customer reported via phone call that her blood glucose increased to 558 mg/dl, which she treated via manual insulin injection. Troubleshooting was declined for the high blood glucose. She mentioned that the device was not working and she changed the battery and resumed insulin pump therapy. She identified a crack on the battery compartment and she did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.